Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's ins was working during the day but not at night. Patient stated they could not control the pulse and was not feeling stimulation in the right place. Patient felt stimulation in their back above their hips where the ins was and the pulse was down their leg a little bit too. Patient mentioned when they bent over they could feel the pulse where the implant was also. Patient was on program 1 and had stimulation set at 1.2v. Patient changed to program 2 and increased to 0.8v and noted that stimulation felt better and was okay at 0.8v. No further complications were reported.